Event description:
During a ptca treatment procedure involving an unspecified coronary artery, the maverick2 monorail balloon ruptured at unknown atm's on the initial inflation. The patient was asymptomatic during this event. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unknown. The maverick2 monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.